Event description:
During a case with the use of harmonic ace laparoscopic shears + adaptive tissue technology (har736), the small white rubber cover on the shears' jaw fell off outside of the patient. The staff reported that it was immediately found and removed off the sterile field. The pieces of equipment were evaluated, and physical observations were taken off the shears as well as the rubber covering. The shears did not appear to have any visible defects upon initial observation, with the exception of the displaced white pad. The covering appeared to have sustained a large burn that caused the rubber piece to detach from its housing. There was also some burnt remnants on the mouth of the shears, which was viewed from several angles under microscopy.